Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned, we will submit a f/u report once the investigation is complete.

Event description:
It was reported the stopcock detached during injection, while inside the pt. The needle was exchanged to continue the procedure with no consequences to the pt.